Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fractured rate-sense coils. Resistance testing found the lead was not electrically continuous. Further analysis revealed all 3 filars of the rate-sense coil were fractured 30 cm from the terminal pin, or at the distal area of the suture sleeve tie-down. There was a noticeable bend in the area of the fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the suture sleeve. The reported observations of high pace impedances and noise were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range pace impedances. Further review noted the impedances were greater than 3000 ohms and there was noise on the rv channel. The noise was oversensed and resulted in an inappropriate shock. At this time, the patient has been seen and the physician programmed tachy therapy off. The lead remains in service and the patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated this patient had undergone an upgrade procedure. The rv lead and existing implantable cardioverter defibrillator were replaced with a cardiac resynchronization therapy defibrillator system. A fluoroscopy was performed during the revision and the physician suspected there had been a subclavian crush. No additional adverse patient effects were reported.